Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 462 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they received a communication error. The patient reports having high hyperglycemia, nausea, vomiting and dehydration. Once at the hospital the patient was given 15 units of insulin as well as intravenous fluids. The patient was prescribed insulin and metoclopramide to be taken once daily for 4 days. The patient was released from the hospital after 3 hours.